Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. In the instructions for use, the section entitled "physical characteristics" states the brachy source seed consists of a welded titanium capsule containing I-125 adsorbed onto a nickel/copper coated, gold cored aluminum wire. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that, after a seed implant using an ultrasound guided technique, the hospital asked if the materials information could be provided, and exactly what the seeds were made of. The patient had a nickel allergy and allegedly reacted after the placement of the implant. It is currently unsure if this was caused by the seed implant.